Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc device. Customer received unspecified high reading on the sensor and experienced a loss of consciousness. Paramedics were called and upon their arrival, a reading of "0.10" was obtained on their meter and customer was determined to have low blood sugar. Customer was treated with glucose 10% infusion and 2 ampoules of glucose 30% via IV. There was no report of death or permanent impairment associated with this event.